Event description:
The device exhibited primary audible alarms, there were reported patient involvement and no harm.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a interconnect printed wire assembly (pwa). The interconnect printed wire assembly was replaced. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.